Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is complaining of pain at her scs ipg site. The pt consulted with her physician who suggested a revision or explant of the pt's scs system. Surgical intervention may be undertaken at a later date to address the issue.